Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product summary: the device was returned and a visual analysis was performed. The analysis found no product issue that required full analysis. Concomitant product: 6949 implantable tachy lead, (B)(6) 2006. (B)(4).

Event description:
It was reported that the patient had endocarditis and that the implantable cardiac defibrillator system was explanted and returned to the manufacturer. The right ventricular lead subsequently tested out of specification during the manufacturer's analysis. No further patient complications have been reported as a result of this event.